Event description:
According to the report, device is displaying a service wrench indicator. Device is usually kept in a patrol car.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.